Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch # unk. Additional information was requested, and the following was obtained: 1st additional information follow up is the current patient status known? The patient was stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open colostomy closure, the jaws could not be removed from the patient after the firing was completed on feea. The jaw was caught on the membrane and could not be removed. The membrane was slightly cut to remove the device. The device was used to close the insertion hole, and it functioned properly. Additional suture was performed to complete the case. No further information is available.